Event description:
(B)(6) reported an issue with her t:slim pump as she was unable to get cartridges to click into place, resulting in the loss of insulin. There was no adverse impact to her blood glucose level. Although she eventually managed to load a third cartridge and resume insulin delivery, she requested reimbursement for the lost insulin and replacement cartridges. Customer support offered her supplies to offset the loss, but she declined, requesting instead financial reimbursement, which led to communication between customer support and the refunds department to address her request.